Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the set screw backed out. No further details are known at this time.

Manufacturer narrative:
Additional information: a review of radiographic images show ap and lateral lumbar films preop with degenerative disc disease noted most severe at l4 and l5. Partial laminectomy may have been performed at l5. Postop films show pedicle screws l4, l5 and l4 with interbody spacer.subsequent film shows migration and loosening of the l4 screws toward the l4 superior endplate with bony erosion around the screws and subsequent revision to include l3 with interbody spacer.